Event description:
It was reported that this field notification device was removed from service because it had rapid battery depletion with eri alerts being sounded. No patient complications have been reported since the device was removed from service.